Event description:
For software plato rts v2.0.1, when performing a 2d grid calculation with inhomogeneity correction, cold spots or very low dose values may be calculated in regions where they should not appear. In simple setups, this will be readily apparent; however in more complex setups the presence of the cold spot may not be apparent at first sight. If the point with the cold spot is close to or on a point used for beam weighting or normalization (i.e., dose point, isocenter ordmax point), the dose value in the grid on which the beam weighting or normalization is performed if incorrect will cause incorrect monitor unit calculations.